Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose with no alleged device deficiency. The customer reported hypoglycemia with no treatment. The customer reported blood glucose value of 200 mg/dl. The event involved in the product was mmt-1880l. Troubleshooting was performed and the pump replaced. The customer reported no adverse event. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, active current test, and self test. Pump passed the basic occlusion test at 4.5 lbs. The pump passed the displacement accuracy test at 0.0874 inches. The pump failed the sleep current test. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. Unable to verify customer's complaint for high bgs. High sleep current measurement was confirmed due to moisture damage on the force sensor and the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.